Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess pta balloon catheter. During the procedure, the balloon was allegedly ruptured at 20 atm. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. Upon visual inspection, the balloon was noted to be bloody. No anomalies noted to the luers/y-body. During functional testing, an in-house presto inflation device was used to inflate the balloon, during inflation a pinhole rupture was noted near the distal tip of the balloon as the water was streaming in a pinhole manner. However, under microscopic examination there was a circumferential rupture on the distal tip of the balloon. No other functional testing performed.therefore, the investigation is confirmed for the reported balloon rupture as a circumferential rupture was noted on the distal tip of the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.